Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross. When removal of the device was attempted, the stent could not be retrieved into the guiding catheter. The physician attempted to remove the stent but the stent strut was lifted and the device became unable to be removed. The whole system was removed together from the patient's body and the procedure was completed with a 4.0x23 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination found proximal struts moved 8mm on balloon in a distal direction, struts were crushed, bunched and some lifted, the 4th most distal strut had one strut lifted on one side. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a break in the hypotube 170mm from end of hub and several kinks along full length of catheter. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross. When removal of the device was attempted, the stent could not be retrieved into the guiding catheter. The physician attempted to remove the stent but the stent strut was lifted and the device became unable to be removed. The whole system was removed together from the patient's body and the procedure was completed with a 4.0x23 non-bsc stent. No patient complications were reported and the patient's status was good.